Event description:
During device replacement for normal battery depletion, low defibrillation impedance was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The ra lead was deactivated due to atrial fibrillation and remains implanted. The patient was stable following the procedure and there were no adverse consequences.